Event description:
It was reported that the patient had chosen to undergo monovision through enhancement with implantation of enhance toric intraocular lens (iol). Following the procedure, the patient was not satisfied with near vision performance and has requested a synergy iol exchange. Through follow up it was learnt that the patient has undergone the iol exchange surgery as requested. A synergy toric iol was used as the replacement lens. No other visual issues have been reported, aside from near vision. The serial number of the replacement lens is not available. The patient is currently in a stable condition post-surgery. The explanted product is not available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: patient information not provided due to personal data privacy legislation/policy. Section d6b: if explanted: (B)(6) 2025. Section e1: reporter email address: unknown/not provided. Section e1: reporter telephone number: unknown/not provided. Section e1: address line 2 (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.